Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the farawave catheter into faradrive and removing the air from the syringe, air was visible in the transparent sheath and the air remained stuck in the sheath. A pump at 20ml/hr was used for irrigation with no air or leak seen in the patient. Guidewire was at the distal end of farawave catheter. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the farawave catheter into faradrive and removing the air from the syringe, air was visible in the transparent sheath and the air remained stuck in the sheath. A pump at 20ml/hr was used for irrigation with no air or leak seen in the patient. Guidewire was at the distal end of farawave catheter. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.